Event description:
This case was reported by a consumer and described the occurrence of impaired coagulation in a (B)(6) female patient who received poligrip extra strength cream (B)(4) for dentures. A physician or other health care professional has not verified this report. Concurrent medical conditions included alcohol consumption, allergy to naproxen, anemia, arthritis, caffeine consumption and "blood does not coagulate" (clotting disorder). Concurrent medications included unspecified anti-inflammatory. On (B)(6) 2009, the patient started poligrip extra strength (dental) daily. On (B)(6) 2009, the patient experienced impaired coagulation and zinc high. The patient reported that she experienced too much zinc and stated that she developed a condition where her blood does not coagulate. She reported that this condition was hereditary but she did not know if it was linked to the product. The case was assessed as medically serious by gsk. Treatment with poligrip extra strength was discontinued. The events continued. At the time of reporting, the events were unresolved. The patient denied permission to contact her physician.

Manufacturer narrative:
Poligrip extra strength is marketed under the trade name super poligrip ultrafresh in the united states. Poligrip extra strength is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).